Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16740. It was reported that the pacemaker had reached elective replacement indicator and was scheduled to be replaced. Upon interrogation, the right ventricular lead exhibited high capture thresholds and the device went into backup vvi mode. The pacemaker was explanted and replaced on (B)(6) 2019, and no intervention was done on the right ventricular lead as the measurements were then back to normal. Patient condition was stable.